Event description:
Physician reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs a device with an opening appears on the front. The batch number cannot be seen, and the side is left according to the photographs. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. The device has been explanted.